Event description:
Client was found on the floor of the bed, had abrasion to left forehead, right hand, left arm is out of socket and appears to be broken, bedcheck on bed and hooked up appropriately but didn't go off. Device was not quarantined and unavailable for testing. Sensormat was available and tested and worked properly.